Event description:
The patient's daughter reported obtaining back-to-back blood glucose results, of 70 mg/dl and hi mg/dl on the advantage test system. Patient did not modify therapy based on these results. No patient injury was reported and no medical treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing was performed and in range on the system. Technical support requested the return of the suspect product adn replacement product was shipped.